Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body and the white twist sleeve of a transfer set were damaged. This issue was identified at the hospital after treatment for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.